Event description:
Device 1 of 2: MFR reference report: 1627487-2019-03494. It was reported that the patient was not receiving adequate relief therapy from the system. The system was explanted on (B)(6) 2019. Issue resolved.